Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient noticed that the cuff of the device feels that it was much softer and had a leak. It needed to be reinflated a couple of times. The cuff failed and required immediate replacement.